Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
Note: this report is one of two devices used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatataion balloon was attempted to be used in the esophagus during an upper esophageal dilation procedure performed on (B)(6) 2025. During the procedure, when attempting to dilate an esophageal stricture 2 cre balloons would not inflate due to small holes. The procedure was completed with another cre pro wireguided dilatataion balloon. There were no patient complications reported as a result of this event.